Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: the pin on the applicator inner shaft broke off. The broken fragment was discarded of by the hospital staff.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Visual inspections noted the distal tip of the instrument is broken off. It is possible that the damage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. Note that this is a rather delicate instrument. An internal corrective action has been opened to address the root cause of the issue.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history records has been requested.